Event description:
It was reported that during an extraction of an asnis screw, the screw fractured. The implantation was on (B)(6), 2012 and the explantation was on (B)(6), 2012. Further it was reported that there were no adverse consequences or delay in the surgery.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report. (B)(4): device not returned to the manufacturer.